Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 21:04:41. During night drain cycle one, the patient's ultrafiltration reading was 1976ml, indicating the home patient (hp) drained 1976ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event logs identified the intra-peritoneal volume (iipv) event. It was determined that the cause of the iipv event was due to a false empty detect and that the user had inappropriately bypassed a low drain volume alarm during the patient's initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain on pages. Should relevant additional information become available, a supplemental report will be submitted.